Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead dislodged. A chest x-ray revealed that the lv lead was found in the patient's superior vena cava (svc) and no capture from lead was found at maximum output. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.